Event description:
Related manufacturer reference number:2017865-2021-30232. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited oversensing and a rate response issue. It was also noted that the left ventricular lead exhibited failure to capture. An x-ray was performed, and it was discovered that the lead dislodged. Programming changes were performed. The patient was in stable condition.